Event description:
The pt was being fed using a pump. An unknown amount of an enternal feeding solution was hung and the pump was set to deliver at 35 ml/hr. 300ml were delivered in 5 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.